Event description:
It was reported that the customer's blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Cause of low bg was unknown. Customer patient drank orange juice and consumed milk and cereal to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.